Event description:
Information was received indicating that during bench testing, a smiths medical cadd legacy pump exhibited lec 1871. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Other, other text: h3: one cadd legacy 1 pump was received for evaluation. The event history log was reviewed and there was no evidence of the reported issue. Functional check was conducted and the reported issue was able to be confirmed. The pump was found to be displaying "1871" error code message on power up during the investigation. The cause of the issue is unknown. The motor will be replaced to resolve the issue.